Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise on the right ventricular (rv) lead. Technical services (ts) was consulted and further evaluation was recommended. No adverse patient effects were reported. This device remains in service.